Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the implantable cardioverter-defibrillator exhibited non sustained right ventricular oversensing , which was caused by post paced t wave oversensing. An increased frequency in patient alerts was delivered. Programming changes were made. The patient¿s condition was stable before, during, and after the event.